Event description:
The customer reported via phone call that she did a rewind and put down the insulin pump and when getting it back, it had alarmed finish loading and it was stuck in that screen. The customer also reported she gave herself a bolus and the insulin pump got stuck on the bolus delivery screen. Blood glucose value at the time was 129 mg/dl. Current reading is 305 mg/dl; she treated with manual injection. Troubleshooting was not completed since the buttons were not responding and the customer could not move past the rewind complete screen. The customer stated that a couple of days ago she went for a mammogram but she took the insulin pump off and left it in another room. She also went to the dentist and had an x ray; she was not rearing the insulin pump but it was in the same room. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. The testing could not be completed due to the keypad issue. No unlocked keypad connector was noted. No stuck on rewind anomaly was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.